Event description:
The device received has been considered an un-reconciled blind unit. No further information.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers, incomplete. This 3500a report was previously sent on (B)(4) 2014. The long60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Cartridge (b) ecr60d, k59d5z was received in a sample bag with the right side fully fired and the left side outer row fully fired and the left side inner rows partially fired 1/4. Upon evaluation of the reload (b) the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The device was tested for functionality in the articulated position with the returned cartridge reload (a) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. No incident related to the reported event was observed during the batch record review.